Event description:
It was reported that during a lavh procedure the staples did not form properly. The customer used a similar device to complete the case with no patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.